Event description:
It was reported that an occlusion alarm occurred. The customer went to the emergency room and was subsequently admitted to the intensive care unit with a blood glucose (bg) level of 700 mg/dl. The customer received intravenous fluids of saline and insulin to address the elevated bg. Treatment resolved the issue without causing any permanent damage. At the time of discharge from the hospital on (B)(6) 2026 the customer experienced another occlusion alarm. At this point the customer changed the pump supplies and resumed insulin delivery addressing the alarms.